Event description:
A surgeon reported experiencing bubbles in the infusion line during a combined posterior vitrectomy procedure. The case was able to be completed with no pt impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).